Event description:
It was reported that the patient received an inappropriate shock due to a possible right ventricular (rv) lead fracture. The lead also exhibited high impedances. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The inner insulation of the lead was extrinsically breached due to a tear, and the overlay tubing of the lead was extrinsically breached due to melting. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.